Event description:
According to the report: the jaws broke and fell into patient cavity without major pressure. No further consequence to the patient. The broken piece was removed.

Manufacturer narrative:
(B) (4).